Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at a follow-up in clinic. Upon review, the right atrial lead exhibited low impedance and noise that was reproduced with arm movement. The lead noise led to inappropriate automatic mode switch. No intervention was performed. The patient was in stable condition.